Event description:
Phoned in to on call that patient was home alone when the alarm occurred. Fifteen minutes prior to this alarm, the low voltage alarm was alarming. Then the drive line fault alarm started when the patient checked the power source. It had two batteries and the charger was plugged in. The patient then placed self on power module to see if power change stopped alarm. The alarm continued. The patient then switched to the back up controller. This caused the alarm to go away. At the time of the call his flows were 6.5, p.I 5, power 6. On call spoke to patient and the patient stated that he was a little dizzy but the symptoms subsided.